Event description:
The clinician reported that almost 1.5 months after the dental implant was placed in ada site 30 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted the patient¿s infection and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Additional evaluation code: 19/cause traced to user. Additional evaluation code: 50/ device failure related to patient's cond the complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Manufacturer narrative:
The missing lot number was requested from the initial reporter. A follow up report will be submitted upon receipt of this information exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
The clinician reported that almost 1.5 months after the dental implant was placed in ada site 30 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted the patient¿s infection and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The missing lot number was requested from the initial reporter. A follow up report will be submitted upon receipt of this information exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 1.5 months after the dental implant was placed in ada site 30 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted the patient¿s infection and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.